Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01681, 3005168196-2019-01682.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils (f88573 and f84429) would not advance within their introducer sheaths, and one smart coil (f87328) would not advance through the non-penumbra microcatheter; therefore, they were removed. The procedure was completed using other smart coils and the same microcatheter. There was no report of an adverse effect to the patient. No further information is available.